Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Review of the most recent repair record determined the power inlet module had failed. The power inlet module was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. H3 other text : evaluated by external contractor.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cart shorted out and smoke came from the power outlet. No additional information was available. The event timing was during cleaning. There was no harm to the patient. Power inlet module failure, there was no evidence of burning, charring , spark, or fire. There was no adverse event reported as a result of this malfunction.